Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the trigger partially fired out and a clip jam on the jaw. In an attempt to replicate the reported incident; the device was cycled and no clips were fed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the handle posts that prevent the horizontal movement of the shaft were noted to be broken. No conclusion can be reach on how the post of the device were broken. The batch met all final acceptance criteria.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke. The handle jammed and would not close. It is unknown how the procedure was completed. No other details of the event were provided. Pear shaped clips will be included with the return device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Handle broke. Were any unexpected noises heard? If so, when? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk.